Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, an episode of lead noise oversensing that almost resulted in an inappropriate shock was observed. Programming changes were made and no other episodes of noise were observed. The patient will continue to be monitored and remains asymptomatic after the changes.